Event description:
Additional information received reported the patient received assistance from a manufacturer representative on (B)(6), 2012 and their concerns were resolved.

Event description:
It was reported that the patient had shocking/jolting sensation. The patient had been turning her device on and off for the last several weeks to regulate the pulsation because, she had not been feeling it all. The caller education on patient programmer use resolved this issue. The patient was on program 4 at 2.7 v. Adjusting parameters. The tech service walked the patient through adjusting parameters down to 0.0 v first before turning it back on. The tech service walked the patient through turning herself on and then the patient adjusted it back to 0.8v and that was comfortable. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# v634859, implanted: 2011 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).